Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium implantable port, chronoflex single-lumen, kit, 8f that are cleared in the us. The pro code and 510 k number for the titanium implantable port, chronoflex single-lumen, kit, 8f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 01/2025).

Event description:
It was reported that during a port placement procedure, the needle allegedly had leak and it was further reported that bubbles were coming out of the syringe. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the titanium implantable port, chronoflex single-lumen, kit, 8f that are cleared in the us. The pro code and 510 k number for the titanium implantable port, chronoflex single-lumen, kit, 8f are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 01/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, the needle allegedly had leak and it was further reported that bubbles were coming out of the syringe. The procedure was completed using another device. There was no reported patient injury.